Event description:
A (B)(6) customer received a blood glucose reading of 55mg/dl on his contour link meter, re-tested on a different meter and received a reading of 244mg/dl. Two days later he ran another blood test on the contour link and the reading was 25mg/dl. He again re-tested on a different meter and the reading was 374mg/dl.the differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant.no adverse events were alleged. The test strips are expected to be returned for evaluation. New meter and strips were sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.the model# was not provided.